Event description:
Patient had a bird's nest filter implanted in 1999. Currently the patient has abdominal pain located in the right upper quadrant. Visualization of the filter noted that the longer arm of the superior strut is detached. CT apparently indicates the separated arm is embedded in the liver. It also indicates that the short arm of the superior struts have extruded through the wall of the ivc and is penetrating the aorta.